Event description:
It was reported that during a pta treatment procedure to dilate 90% stenotic lesions, removal difficulties were experienced. Access was obtained through a 7 fr sheath. The physician advanced an ultra-thin diamond balloon catheter into the right femoral artery and inflated the balloon to its rated burst pressure. The physician then repeated the procedure in the left femoral artery. Difficulties were experienced when the phsyician attempted to withdraw the balloon catheters through the sheath. This same problem occurred with both ultra-thin balloon catheters. The system was removed as a unit. An 8 fr sheath was introduced and an xxl balloon catheter was used to complete the procedure. The pt is reported as 'good' following the procedure; no injury or complications were reported. No additional info is available at this time.